Event description:
The customer contact reported "charring" near the distal end of the ac power cord. The pump was returned to the biomedical dept with an unsigned note that stated, "ac broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, charring was noted near the distal end of the ac power cord. Exposed and charred wires were also noted. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.